Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found torn to the downstream occlusion seal (dso). This indicated a reportable malfunction based on torn dso. The cause of the reported issue was unknown. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of a battery compartment not conformed. Upon physical inspection, a torn downstream occlusion seal (dso) was found. There was no patient involvement, no patient injury was reported.